Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device required service as needed. During servicing, a damaged neuro tip was found. It is known that the device was not used in surgery. It is not known whether there was injury or if medical intervention occurred. There was no additional information provided.